Manufacturer narrative:
The collimator was returned to the manufacturer for analysis. Analysis found that the motor drive cable for the x drive was displaced from the guide and the x motor drive was grinding. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the filter ladder was sticking. The collimator was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system was showing ¿initializing collimator error¿ upon boot up. This issue was noted outside of a procedure, and there was no patient involvement.